Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment on 30 march 2017. The representative reported that they were able to confirm the reported issue. Electrical evaluation found that the batteries were not holding sufficient charge and that all other components were functioning as designed. The representative returned to the site on 31 march 2017 and replaced the motion batteries to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, after removing the viewing station of the imaging system from the operating room (or), the batteries on ths imaging system lost charge. The imaging system was plugged into the viewing station of the imaging system, charged and then removed from the room. The reported issue occurred after 3d image acquisition and the imaging system was not needed in the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.